Event description:
Patient was being transferred to another nursing unit of the sizewise hercules bed when nurse saw smoke and electrical smell coming from the back up battery unit. Pt removed from the bed, bed unplugged from wall unit, all power sources turned off. This was a rental bed, company came and removed bed.